Manufacturer narrative:
(B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: during removal of the catheter, the tip of the epidural catheter broke off and was retained in the patient. No resistance was met during removal. It was concluded that only the most distal end was retained. X-rays were performed on the patient, however, no conclusions could be made. A CT scan was then performed which showed the catheter tip location to be at l2. It was determined to monitor the patient as needed. The patient was asymptomatic and was discharged home the same day.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.